Event description:
A malfunction was reported on the pump after the customer went into water. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump since the malfunction code was not resettable, and the pump was still under warranty. The customer was advised to reach out to a healthcare provider for backup therapy since none was available. They were informed about receiving a replacement pump with updated software and given instructions regarding the use of a g7 sensor. Technical support confirmed the shipping address and provided instructions for storage mode and returning the problematic pump. The caller understood all instructions and acknowledged them.